Manufacturer narrative:
Sc-2316-50 sn (B)(4): the complaint of high impedance was confirmed. Device evaluation indicated high impedance readings at contacts 6 and 7. X-ray inspection revealed a fractured cable between proximal contacts 6 and 7, also fractured cables between proximal contact 12 and 13. No cables are exposed at the fracture site. The device history report found no anomalies when the lead was manufactured. Sc-2316-50 sn (B)(4): a review of the manufacturing documentation for revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had their lead explanted due to high impedances. The physician suspected malfunction of the lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit 50cm.

Event description:
A report was received that the patient had their lead explanted due to high impedances. The physician suspected malfunction of the lead.